Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve partial gastrectomy, the stapler fired but stopped short of the cut line. An other handle was used to resolve the issue. There was no patient injury.